Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the attempt to implant, the right atrial (ra) lead exhibited high pacing impedance. The lead was replaced. Patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with an x-soft stylet inserted inside. Visual inspection, x-ray examination, electrical test and impedance test were normal with no anomalies found.